Event description:
An expandable interbody cage was implanted and expanded as intended during a spinal procedure performed on (B)(6) 2025. No intraoperative complications were reported. A few months postoperatively, the surgeon identified that the cage had collapsed causing the vertebral body to also collapse causing the patient to experience pain. Revision surgery occurred to remove the cage.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 4256. Investigation conclusions: 61. Device evaluation: visual inspection of the returned cage revealed that the center post was displaced from its intended pocket within the distal end of the cage. In addition, the cross pin appears to be sheared, still within the center post slot. It is unknown whether the damage to the center post and cross pin occurred during implantation or removal. Labeling review: warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. Implanted devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.